Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified malfunction. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.